Manufacturer narrative:
This is the 3rd of 5 (coils) reports filed associated with this event. Subject device remains implanted.

Event description:
The patient underwent successful stent-assisted coil embolization of an aneurysm located in the right middle cerebral artery (mca) bifurcation. Post-procedure the patient was assessed having a mrs of 0. It was reported that 9 months post procedure, the patient experienced bilateral weakness. The bilateral weakness was ongoing and a MRI procedure was performed showing stable findings consistent with chronic small vessel ischemic white matter change. No infarction was identified. According to the physician, the bilateral weakness was unrelated to the procedure and stents. However it is unknown if the bilateral weakness was related to the implanted coils (subject devices). The patient was assessed having a mrs of 0 at 2, 6 and 12 months and a nihhs of 0 at 12 months post the index procedure.

Manufacturer narrative:
Expiration date: added. Manufacturing date: added. The device history record (DHR) review confirms that the device met all material, assembly and performance specifications. The subject device was not returned for analysis; therefore, physical as well as a functional testing could not be performed. However, neurological/intracranial sequelae (bilateral weakness) is a known risk associated with endovascular procedures and noted as such in the device directions for use (dfu). Therefore, an assignable cause of anticipated procedural complication was assigned to this event. This is the third of 5 reports filed associated with this event.

Event description:
The patient underwent successful stent-assisted coil embolization of an aneurysm located in the right middle cerebral artery (mca) bifurcation. Post-procedure the patient was assessed having a mrs of 0. It was reported that 9 months post procedure, the patient experienced bilateral weakness. The bilateral weakness was ongoing and a MRI procedure was performed showing stable findings consistent with chronic small vessel ischemic white matter change. No infarction was identified. According to the physician, the bilateral weakness was unrelated to the procedure and stents. However it is unknown if the bilateral weakness was related to the implanted coils (subject devices). The patient was assessed having a mrs of 0 at 2, 6 and 12 months and a nihhs of 0 at 12 months post the index procedure.